Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles (narrow angles). The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to a sizing problem. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm implantable collamer lens into the patients eye. The lens was reported as excessive vaulting, with narrow angles and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).